Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked to clarify the report of "pulled it out quickly and it was hurting" and the patient stated that she talked to the manufacturer representative (rep) and the rep said that she clicked on instead of sync when starting the correction process. The patient stated that the reason she felt the shocking was because she was changing the activity level. The patient stated that the issue was resolved because the rep explained the proper order of procedure. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was reporting therapy issues. Patient said that most of the time she only gets up once per night and intermittently will get up twice. Patient confirmed she was previously getting up 3 to 4 times per night and she is currently getting at least 50% reduction of symptoms. Troubleshooting was performed and the patient increased the stimulation more to 2.4 volts on program 4. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was waking up 2 times a night instead of 1, like they would have liked, for the past few weeks. Patient services had the patient run through how they use the controller and it was off for the past few weeks. The patient stated that 2-3 days ago, they turned their stimulation back on and 'it was 3.3 flashed and the results were overwhelming and it was like a shock'. The patient pulled it out quickly and it was still hurting. Throughout the rest of the evening they had little jolts. The first shock that they had was in a 'rather intimate place', then it started at the incision sometimes when they sat, or when they bend, or it would hurt. The patient had noticed it a little this morning. Patient services reviewed the proper way to connect and the caller switched to program 4 at 0.9, where it was comfortable for the patient. The patient will monitor their symptoms now that a change was made and will follow up with their healthcare provider if the issues do not resolve. No further complications were reported.